Event description:
The customer alleges that at the time of removal, the catheter got stuck and was very difficult for the md to remove. The md pulled, with force, and the catheter separated remaining in the pt. Intervention - as a result, the remaining catheter was surgically removed. The removed catheter fragment has been knotted and looped. No pt injury or complications.

Manufacturer narrative:
Qn# (B)(4). The device sample was not returned for eval at the time of this report.